Event description:
The vent alarmed and shut off completely. The ventilator monitor screen changed and displayed "restart in 15 seconds". The rt turned the vent off and turned it back on and the same message occurred. There was no change in the patient's condition. Equipment taken out of service, tagged and tubing bagged. Call philips to come in and check failed vent and the rest of the ventilators in house. Philips onsite friday evening. Issue with airflow and power supply. Parts ordered for repair of unit. No issues with monitor screen or corrosion.